Event description:
According to limited details of the event the surgeon used bioglue surgical adhesive for repair and sealing the surgical wound following a craniotomy (not an indicated use of bioglue surgical adhesive in the united states). It is unclear wheher the procedure was for repair following removal of a glioma, a posterior fossa metastasis or a meningioma. At approximately 1-month following surgery, the pt required reoperation secondary to a cerebrovascular fluid (csf) leak. Bioglue was applied to duragen, and the surgeon used the product on the seams between the patch and dura mater and also on top of the duragen patch in the location of the dural suture line. Duragen was being applied on top of a closed suture line and the bioglue was applied on top of the duragen or at the seams as extra protection from csf leaks.